Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). The device was reprogrammed. There were no patient consequences.